Event description:
Material # 309628 . Batch # 3104025. It was reported that the bd luer-lok had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported by customer that the technician was drawing the medication out of the vial and into the syringe, "somehow the vial came off of the needle and flew off and dropped onto the ground so it wasn't usable after that". She clarified that the "syringe slipped off of the needle and flew up and it (the vial) hit the technician in the head and the medication was lost". Verbatim: rcc received a complaint via email. When the technician was drawing the medication out of the vial and into the syringe, "somehow the vial came off of the needle and flew off and dropped onto the ground so it wasn't usable after that". She clarified that the "syringe slipped off of the needle and flew up and it (the vial) hit the technician in the head and the medication was lost". The technician was not punctured by the needle. The reporter confirmed that there were no adverse events related to this event. There were no reported issues or product technical complaints with the product by the reporter. The reporter confirmed that this dose was not administered and there were no missed doses related to this event. Please note that this report is being filed conservatively as an adverse event. The vial and carton are available for return. Product#: 305211, 309628 . Lot#: 2299450, 3104025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Note this product code is sold without a needle included. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.